Event description:
On 12/03/1998 following a intravascular procedure an angio-seal device was placed in a pt's right groin. On 12/14/1998 following a percutaneous transluminal coronary angioplasty a bruit was heard in the groin so the pt was referred for an ultrasound examination of the groin, which revealed a stenosis of the common femoral artery at its junction with the superficial femoral artery. Surgery was performed with exploration of the right common femoral artery with the removal of the angio-seal device, because it was partically occluding the vessel, and a patch repair was completed. Prior to closure the pulses were noted to be good. As of 03/01/1999 there has been no further report to the MFR of complication or additional pt sequelae.